Event description:
Initial reporter indicated to our country rep (B)(4) that their handheld computer containing 7.1 programming software was freezing when trying to interrogate a vns pt. A reset resolved the issue and the site will not be at this time returning their handheld computer.